Event description:
This customer reported that the device was not recognizing the test load and cable during testing. There was no report of pt involvement.

Manufacturer narrative:
This customer reported that the device was not recognizing the test load and cable during testing. There was no report of pt involvement. Philips evaluated the device and verified the reported symptom. The therapy cable and therapy port were replaced to address the issue. We cannot determine the root cause because more than one part was replaced. The device passed all standard testing and was returned to service.